Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the ring on the top of pump has broken of where the reservoir goes in. Troubleshooting was performed for damage and noticed breakage near reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.